Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure. According to the complainant, the clips were deployed onto the tissue. However, the clip did not stay in place on the tissue; it came off. This event is not considered a reportable event. An investigation of the device was completed on (B)(6), 2010. The returned resolution clip was found to have one of its prongs bent. This is considered a reportable event. There was a delay in the case, but it did not exacerbate the bleed. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be good. The procedure was able to be completed with another resolution clip device.

Manufacturer narrative:
(B)(4) - (failure to maintain grasp). Upon investigation, it was noted that the clip assembly was fully deployed, and returned with the device. It was also noted that one of the prongs was bent backwards. The control wire was separated per design. The root cause for the bent prong could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted.